Manufacturer narrative:
As noted in a literature publication; 75 of the femoral arteriotomy closures were unsuccessful in which manual compression was held for 20 to 30 minutes or until hemostasis was assured. The device were not available to be returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. The reported ¿sealant failure to achieve hemostasis¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the failures reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the mynx instructions for use, which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
As noted in a literature publication by grandhi et al., (july 18, 2013). Safety and efficacy of percutaneous femoral artery access followed by mynx closure in cerebral neurovascular procedures: a single center analysis. J neurointervent surg 2014; 6:445¿450; report 75 of the femoral arteriotomy closures were unsuccessful in which manual compression was held for 20 to 30 minutes or until hemostasis was assured.